Event description:
It was reported by the physician that the patient was unable to transmit readings on their patient electronic system, which led to them being hospitalized with heart failure.

Manufacturer narrative:
The reported event of communication issues was found to be resolved after a review of merlin.net by ppe on 11jun2024. The review of the merlin logs confirmed that readings were sent successfully in subsequent days after the event of 15may2024, indicating that the issue was resolved. Additionally, prior to the reported hospitalization, the pes was sending readings in a timely fashion i.e. The reading taken on (B)(6) 2024 was received the same day. Further, the patient did not take or send readings from (B)(6) 2024, indicating the gap was caused by missed readings by the patient and not a communication issue. If the issue persists, a new complaint will be generated, and the event will be investigated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.